Event description:
It was reported that the patient's blood glucose levels reached 22 mmol/l (396 mg/dl). The pod was worn between 36 and 48 hours on the abdomen. It was noted that the cannula was bent. Hyperglycemia treated with a new pod and correctional boluses.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no drive stalls or hazard alarms, but contained a timeout during pod operation. Although a timeout occurred in the download data, the device was deactivated by the customer and the timeout did not affect the delivery of the insulin. The investigation found no evidence of any damage or manufacturing deficiencies that would result in fluid failing to flow through the complete fluid path.